Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix did not come out after twenty turns but then suddenly popped out and appeared crooked under fluoroscopy. The rv lead was not used and replaced. No patient complications have been reported as a result of this event.